Manufacturer narrative:
The report event of high impedance was confirmed. Returned octrode lead body had a kink with all internal wires broken which can cause the reported event. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Date of event is estimated. (B)(6). The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was unable to start stimulation due to high impedance. As such, surgical intervention took place on (B)(6) 2020 wherein the lead was explanted and replaced with a new lead. Reportedly, therapy has been resumed.